Event description:
The reporter had repeatedly rec'd the er1 message. He said that he always applied blood to the circle on the test strip and that it was bluish-red. Along with his wife, he was assisted by the lifescan rep in understanding that blood should be applied to the pink square and further trained on correct procedure for testing. No other problems were stated. A control test was conducted during the telephone contact, with results: control-119 (88-133), and blood test: 171.